Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation trunk cable connector (B)(4) on the distribution node pca was physically damaged, causing the service code. The root cause for the damaged connector could not be positively identified. Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective electrode belt and battery charger.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and that the patient's battery charger was not charging batteries.